Event description:
Caller reports, the patient tested 2.2 inr on the coaguchek xs system and 5.9 inr on a comparison lab. Coumadin held for three days based on device result. No adverse event reported. Requested return of suspect system and replacement sent.